Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, g2: foreign country: india h6: the system was serviced in the field by a medtronic representative (rep). The rep re-integrated the pacs setting in the navigation system. After re-configuration of the picture archiving and communication system (pacs) setting, the patient data was downloading again through the pacs in navigation system. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a facing issue in the navigation system to download patient data through picture archiving and communication system (pacs). The manufacturer representative (rep) re-integrated the pacs setting in the navigation system. After re-configuration of the pacs setting, the patient data was downloading again through the pacs in navigation system. There was no patient involvement.

Manufacturer narrative:
H2 additional information: b5 and section d updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the internet protocol (ip) address was reset. They reconfigured as the hospital had changed the ip address series. The picture archiving and communication system (pacs) ip address was changed accordingly.

Manufacturer narrative:
H3/h6: the software analysis was completed. It was found that the issue was a electronic picture archiving and communication systems (pacs) issue and there was no indication of a software anomaly. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.